Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing of an interlink 3-port manifold IV set. This occurred during patient infusion. The reporter stated that after tightening the distal luer, the connection loosened and allowed air into the line. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation. Visual and functional fluid testing was performed on the device. The product met specification related to the reported condition. The reported condition was unable to be confirmed with the provided information. Should additional relevant information become available, a supplemental report will be submitted.